Event description:
It was reported that during a lap chole procedure, the device fired scissored clips and would not open. The device did eventually open, but unknown how. Another device was used to complete the procedure. There was no patient consequence. The patient had a blood borne disease and the device was disposed.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.